Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent inquinal hernia procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the device experienced a failure in the staples shots and did not fix the mesh. Suture was used to fix the mesh during the procedure. No additional information was provided.